Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noticed during preparation of the sheath. A farawave nav catheter was inserted into the sheath. Upon aspiration of the sheath, air bubbles were observed in the aspiration syringe. When the physician placed their gloved thumb over the back of the sheath, the bubbles were not present; however, once the farawave nav catheter was inserted into the sheath, the physician he was not able to cover up the back end of the sheath and bubbles were able to be observed in the 20cc syringe. No air was noted in the patient at any time during the procedure. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noticed during preparation of the sheath. A farawave nav catheter was inserted into the sheath. Upon aspiration of the sheath, air bubbles were observed in the aspiration syringe. When the physician placed their gloved thumb over the back of the sheath, the bubbles were not present; however, once the farawave nav catheter was inserted into the sheath, the physician he was not able to cover up the back end of the sheath and bubbles were able to be observed in the 20cc syringe. No air was noted in the patient at any time during the procedure. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.